Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had shortened battery life with the insulin pump. Customer stated a new battery cap did not resolve the issue. Customer's blood glucose was 140 mg/dl at the time of incident. The customer stated the issue has occurred for two weeks. It was also found the customer had a failed battery test alarm on the insulin pump. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No unexpected battery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, and a cracked reservoir tube lip.